Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had been involved in a motorcycle crash. The patient¿s pre-operative diagnosis was level two trauma, bilateral lower extremity injuries with multiple fractures, hemodynamic instability with inability to anti-coagulate, elevated inr and ptt, decreased platelets and immobility. The filter was deployed during the index procedure at the top of l2. The patient tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, occlusion of the left lower extremity venous system and ivc, resulting in thrombolysis, balloon dilation, and stent placement. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and that the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient also reports to have ivc thrombosis, severe leg swelling, leg pain and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter, as well as swelling and pain of the legs do not represent device malfunctions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact event date is unknown and that the date in section is the awareness date.   As reported through the legal department via legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, occlusion of the left lower extremity venous system and ivc; resulting in thrombolysis, balloon dilation, and stent placement. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus or occlusion within the vessel (or in the filter) does not represent a device malfunction.  Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use indicates that filter obstruction and thrombus formation are potential complications of filter implantation.  At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, occlusion of the left lower extremity venous system and ivc; resulting in thrombolysis, balloon dilation, and stent placement. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and that the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient also reports to have ivc thrombosis, severe leg swelling, leg pain and anxiety. According to the medical records, the patient had been involved in a motorcycle crash. The patient¿s pre-operative diagnosis was level two trauma, bilateral lower extremity injuries with multiple fractures, hemodynamic instability with inability to anti-coagulate, elevated inr and ptt, decreased platelets and immobility. The filter was deployed during the index procedure at the top of l2. The patient tolerated the index procedure well. Additional information is pending and will be submitted within 30 days upon receipt.